Event description:
It was reported that an asymptomatic patient presented during a routine follow-up. Sudden drop in battery voltage was observed. The device is subject to the advisory. The device was explanted and replaced. The patient was stable before, during and after the procedure.